Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room exhibiting ventricular tachycardia (vt) at 190 beats per minute (bpm) and no therapy delivered by the device. There were no shocks and no episodes recorded by the device, and an external shock was performed to rescue the patient. Technical services (ts) review of the device data was requested as to the reason why no therapy was delivered. Ts discussed the atrial heart rate from the external echocardiogram (ECG) shows below 170 bpm, and the average rate shows 190 bpm, however, this is not observed in the portion of the ECG provided. In addition, there is a previous stored event with a heart rate above 170 bpm that was detected and treated appropriately. Ts discussed the possible causes for no episode storage. The s-ICD system remains in service and no additional adverse patient effects were reported.